Manufacturer narrative:
Company representative evaluated the unit and repaired the power distribution board. Unit was calibrated and tested to factory's specifications.

Event description:
Customer reported an issue with the panorama central station, which may have affected telemetry monitoring. No patient injury was reported.